Manufacturer narrative:
H.3., h.6.: retain sample evaluation was performed as per criteria; visual mantis inspection and vacuum tester for leakage. The results found that there was no sign of contamination in the 12 pieces of lenses. There is no nonconformance reported during the manufacturing of this lot. No contributing factor identified in the manufacturing investigation. No product return for evaluation therefore no root cause identified for this investigation. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, that a consumer has been using the contact lens for the past eight years with no issues. However, last (B)(6), the consumer complained of being unable to sleep with the contact lens on and reported to have suffered from a severe eye ulcer. Two month after the incident, the consumer reported to have suffered from an unspecified infection. The consumer has shifted to different contact lenses and are no longer suffering from any symptoms. Additional information was received on 23sep2019 via phone call and it was reported by the consumer that the consumer went to urgent care after feeling pain and was told to have had corneal ulcer on the right eye. It was reported by the consumer that different unspecified eye drops were used and that an ophthalmologist had to be sought. It was reported that once the issue was resolved, the consumer went back to using contact lenses and after 2 weeks the consumer started to have issues again and eyes were hurting. The consumer was advised to discontinue contact lens wear due to the eyes not getting enough air. The consumer was switched to different contact lenses and had no issues.